Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/16/2020. A manufacturing record evaluation was performed for the finished device batch mlp998, 8556w19 and no non-conformances were identified. Additional h3 investigation summary: one unopened sample of product code 8556, lot mlp998 was received for analysis. The complaint sample was not received for evaluation. During the visual inspection of the sample, no defect was found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damaged were noted. Functional tests were performed, the pull force and tensile strength force were above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition the assignable cause of the pull off suture needle and breakage suture cannot be determined since no defects were observed on the packet or the suture.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? This occurred during use on patient, and used another suture to complete. Please confirm the number of devices that failed during this single procedure. Reporter did not provide. Name of the procedure? Not provided by reporter. Date the event occurred? Not provided by reporter. Device return status? Product is shipped.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture is breaking easily and degloving (means the needle is coming off) easily. Another device was used to complete the procedure. There was no adverse consequences to the patient reported.